Event description:
Arrow arterial line placed in the operating room. Upon arrival to the ICU postoperatively, it was noted that the arterial line was leaking at the hub. The device needed to be replaced. Manufacturer response for arrow arterial line catheter, radial artery catheterization set (per site reporter): representative picked up device for evaluation.